Event description:
The customer reported that the shock button was not responding. The device would not pass the opcheck.

Manufacturer narrative:
The customer reported that the shock button was not responding. The device would not pass the opcheck. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.